Event description:
It was reported that the patient was experiencing increased heart rate, chills, sweating in hands and pain in the ribs even with the stimulator tuned off. It was unknown if the said symptoms were device related. The patient underwent a spinal cord stimulator (scs) system explant procedure.

Manufacturer narrative:
Sc-1200 (sn: (B)(6)) the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-2408-56 (sn: (B)(6)) the returned lead was analyzed and visual and x-ray inspections confirmed 2 cables (e2, e3) are fractured at the click site, about 27 centimeters from the distal end. With all the available information, boston scientific concludes that when excessive mechanical/tensile force was exerted onto the lead, the lead got kinked after it exits the clik anchor resulting in the cable fractures. The probable cause selected for this lead fracture was cause traced to component failure, however, it was unknown if the said symptoms were device related. Therefore, this investigation was unable to determine a probable cause for the complaint and the conclusion code could not be established. Sc-2408-56 (sn: (B)(6)) the returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-4319 (batch 26729931) the returned clik anchor was analyzed, passed all tests performed, and exhibited normal device characteristics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 7073049 / 7073042 . Product family: scs-lead fixation-MRI, upn: m365sc43190, model: sc-4319, serial: n/a, batch: 26729931.

Event description:
It was reported that the patient was experiencing increased heart rate, chills, sweating in hands and pain in the ribs even with the stimulator tuned off. It was unknown if the said symptoms were device related. The patient underwent a spinal cord stimulator (scs) system explant procedure.